Manufacturer narrative:
The investigation for the reported ventricular perforation and the positioning issues has been completed. Impella 5.5 pump was returned for investigation. Visually inspected and no cannula, catheter kinks or other damages observed. The cath anchor was tested by pressing the blue button and was able to slide the catheter and move position without any resistance or abnormalities. No other physical abnormalities were found. Data logs were reviewed, and no improper position alarms observed. No other issues were found in the logs. As per clinical the device catheter would not move further in either direction after compressing blue button. Later doctor was battling with it for several minutes and attempts, the mechanism finally broke loose and device advanced further which likely led to lv perforation. The cause of the ventricle perforation issue was use related per clinical and return product investigation. The cause of the positioning issue was due to cath anchor use issue per clinical and return product investigation. The instructions for use referenced in the initial report is from IFU for impella 5.5 with smartassist for use during cardiogenic shock & impella cp with smartassist system in section: potential adverse events (united states), which now includes a statement "cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Event description:
The patient on impella support was brought to the operation room for a mitral valve replacement (mvr) and tricuspid ring. The impella was placed in surgical mode once fully on bypass. The surgeon evaluated motor housing position for cross clamp. The surgeon stated it was in the way and wanted to advance the pump some. The impella device was attempted to be advanced multiple times over several minutes but the impella was ¿stuck¿¿. The surgeon was able to compress the blue button, but the device would not move. The surgeon tried to move it in all directions with no luck. After battling with it for several minutes, the mechanism finally broke loose. The device was advanced. The surgeon lifted the heart. Bleeding was noted in the chest cavity. Left ventricle (lv) perforation was found. The impella was pulled out of body. Lv was repaired successfully with a patch. Mvr and tricuspid ring were successful. There was significant damage to right axillary/subclavian which the surgeon attempted to repair but was unable. The bypass was performed but was still unable to control the bleeding. The patient expired.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ ¿potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury¿.